Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage. Premature battery depletion was suspected. This crt-d was returned for analysis.